Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the clinic with syncope and near syncope. Upon device interrogation, the right atrial (ra) lead was found to exhibit undersensing of atrial arrhythmias causing false termination of episodes and inappropriate pacing during atrial tachycardia/atrial fibrillation. The ra lead remains in use. No further patient complications have been reported as a result of this event.